Event description:
A 28 mm diameter x 16 diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. The physician reported that the stent graft thrombosed a few days after the procedure and an aorto-femoral bypass was performed. Thrombus formed in the bypass, therefore, the stent graft was explanted. It was reported that the distal bifurcation was tight and balloon angioplasty was performed and it was felt that the tight bifurcation was not the cause of the graft thrombosis. It was also reported that when the stent graft was explanted there was no kink observed; however, there was a large amount of calcium at the location of the distal aorta. No clinical sequelae were reported, and the patient tolerated the explant procedure well.the explanted stent graft was received in 11/2003 and its analysis is pending.